Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery, when mounting the reload to the stapler it did not fire. Another reload was used to verify the use of the handle but it did not work. The handle was changed to complete the procedure.